Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change and fill-tubing process, three cartridges from lot 30045 leaked, and the user received troubleshooting that included using a new cartridge from a different box, replacing the infusion set, ensuring the ilet completed its reminder sequence before inserting the cartridge, and avoiding connecting the connector to the cartridge outside the device. Symptoms included no change in blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included user interview, troubleshooting, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device and the complaint was not confirmed.